Event description:
Customer reported damage to pump housing and usb port, affecting the ability to charge the pump, though it did not cause the pump to shut down. There was no adverse impact to the customer¿s blood glucose level, but the customer declined to provide specific blood glucose values. The technical support team arranged for a replacement pump and confirmed the shipping address. The customer was instructed to use multiple daily injections as backup therapy, put the pump into storage mode, and return the damaged pump within 10 days using a pre-paid label.